Event description:
It was reported the pt has been unable to receive adequate coverage/stimulation. Reprogramming to provide resolution was unsuccessful. Follow-up revealed the pt was reprogrammed again on (B)(6) 2014 and has since been receiving effective therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.